Event description:
Customer reported that the buttons on the insulin pump are not responding and it alarmed button error. Customer stated that the device was dropped two days prior. Blood glucose 72 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.